Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive ok- up- down arrow) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2017 with the following findings: during investigation, there was visible moisture on the display. The up, down and ok buttons were under responsive to user presses. A leak test failed due to a display lens leak. The keypad was removed. There was no damage found to the contacts or keypad flex cable. The pump was opened and there was moisture corrosion found on the keypad and internal components. There was no moisture found in the battery compartment.